Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse was able to replicate the reported issue. The isi fse replaced erbe to resolve the issue. The system was tested and verified as ready for use. The erbe unit was returned and found to have an error. The unit had an m-02/1-87 error on startup. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bovie pen was not working when plugged into the lower monopolar port on the erbe. Prior to calling in, the customer tried power cycling the erbe as well as changing out the bovie instrument and bovie pad with no change. Intuitive surgical, inc. (Isi) technical support engineer (tse) found erbe errors m-02 and 3-07. The isi tse had the customer inspect the foot pedals in the vision side cart (vsc) drawer and they were found to be upside down. The customer adjusted the pedals, so they weren't being depressed with no change. The isi tse recommended using a backup generator or a different vsc. The customer was able to locate a valleylab force triad and activation cable. The isi tse walked the customer through connecting the generator and cable. The customer was then able to use monopolar energy with no further issues. The procedure was completed with no reported injury.